Event description:
Customer reported that the pump triggered alarm 30 during insulin pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in trying to load a new cartridge, but the alarm recurred, preventing resumption of therapy. Consequently, the pump was still under warranty, and technical support arranged for a replacement. Customer was instructed on backup therapy using multiple daily injections (mdi) and how to prepare the pump for return, understanding all given instructions.